Manufacturer narrative:
Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the o2 module was leaking. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that while performing the high-pressure leak test and hooking up the o2 to the device, the o2 was found to be leaking from the main wall o2 line and leaking out the tank o2 line. The customer requested the part information for the o2 transport kart kit and the rse provided it. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 26feb2024, 04mar2024, and 11mar2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.